Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high number of consecutive premature ventricular contractions and patient was symptomatic to ventricular pacing. Atrial undersensing was noted. Further testing noted that the undersensing was positional issue. Device was reprogrammed. Patient was stable.